Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported. The patient condition was good.